Event description:
It was reported that there was a string-like white particle inside a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. This issue was identified during setup/preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter last name: (B)(6). Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured between april 02, 2022 - april 03, 2022. H10: the actual device and a photograph of the sample were received for evaluation. A visual inspection of the actual sample was performed with the naked eye and under magnification and no particulate matter could be observed in the fluid path. Additionally, the fill port cap was removed and no issue was observed with the connector or cap areas. A visual inspection of the photograph was performed and a white elongated particle matter polymeric appearing and possibly of acrylonitrile butadiene styrene consistent with fill port material was observed in the fluid path. Therefore, the reported condition was verified in the photographs only. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.